Manufacturer narrative:
Add'l catalog #: 8069m0k1. The pt also provided treatment details: initial treatment was ice x 15 min approx. Q30-45min; oxycodone/apap 1/2 to 1 tab q4h, increased to 1 tab q4h. On (B)(6)-2011, started bactroban oint bid ongoing and keflex 500 mg qid x 5 days. Warm compresses started (B)(6)-2011 and ongoing. The pt put herself on bedrest from (B)(6)-2011. Dr. (B)(6) indicated that during phone conversation, the symptoms were resolving, but that he had not seen the pt again since (B)(6). The radiesse lot numbers for the 1.5cc or 0.8cc syringes used were not provided by dr. (B)(6) at this time.

Event description:
Dr. (B)(6) reported injecting a pt with radiesse dermal filler, in the nl folds and marionette lines on (B)(6), 2011. On friday ((B)(6) 2011), the pt reported a pressure-feeling at the left nl fold. On saturday, the pt called again, to report swelling and white spots noted. Dr. (B)(6) saw her on (B)(6) 2011, but did not note any necrosis or blanching, and no visible white spots, although the pt had taken photos that morning. He prescribed oral antibiotics and topical antibiotic ointment. The pt felt better sunday, but then monday ((B)(6) 2011), the left nl fold had gotten worse. Add'l notes from the pt (provided on (B)(6) 2011), with symptoms starting on (B)(6) 2011: severe pain, edema, ecchymosis, erythema and pitting of skin, headache, numbness/edema/pain affecting breathing and ability to eat/drink, numbness affecting ability to blink/close eye completely, extremely painful small white lesions on left nose, nasolabial fold, medial cheek which progressed to rupture with thick, white exudate and serosanguinous oozing, painful scabbing at left nl fold left side of nose and in left naris.